Event description:
Customer reported not able to test blood glucose due to blank screen issue on her freestyle flash meter. Customer reported experiencing symptoms of dizziness, losing vision and unable to move. Customer went to the emergency room, where she was diagnosed with hyperglycemia and treated with an insulin shot and another unk medication. An investigation into the details of this event is in process.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.